Manufacturer narrative:
The returned pump was visually inspected and biomaterial was observed in the outflow and on the sensor. Ps was initially 100/100mmhg and dropped to 9/9 mmhg after soaking in water. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a placement signal failure and low pump flow were reported during use of the device. A new pump was used without any impella related harm.